Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The customer reported the clip remains in the patient and the delivery system was discarded. Investigation is not yet complete. A follow up report will be submitted with all additional relevant information.

Event description:
This is filed to report the inability to remove the gripper line, gripper line break and foreign body in patient. It was reported that this was a mitraclip procedure to treat functional mitral regurgitation (mr) with a grade of 3-4. The clip delivery system (cds) was advanced to the mitral valve; however, during the deployment sequence, resistance was met while removing the gripper line. The gripper line could not be removed, and broke. The clip was successfully deployed; therefore, the cds was removed and the gripper line was cut, leaving the remaining portion of the gripper line was left in the patient. One clip was implanted, reducing mr to 2. No additional information was provided.

Manufacturer narrative:
Internal file number - (B)(4). The device was not returned for analysis. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot which could have contributed to the reported events. Additionally, a review of the complaint history identified no other incidents reported for inability to remove the gripper line and gripper line break during removal from this lot. All available information was investigated, and a definite cause for the reported inability to remove the gripper line could not be determined. The reported gripper line break was a result of inability to remove the gripper line. The reported foreign body in patient was related to the procedural circumstances as the gripper line was cut after the line broke and a part of it remains in the patient. The reported patient effect of foreign body in patient is listed in the mitraclip system instructions for use as a known possible complication associated with mitraclip procedures. There is no indication of a product quality issue with respect to manufacture, design, or labeling.